Manufacturer narrative:
The field service engineer (fse) did not identify an instrument issue. The fse checked rinses, washes, gear pump and sample probe movement. All were ok. The ise check results were slightly outside of specification so the ise flow path was cleaned. While the fse was onsite, the rinse arm and a nozzle support bracket cracked and these parts along with springs and holders were replaced. Precision and qc test results were within specification. Calibration and qc were acceptable on the day of the event. An alarm was observed on the alarm trace data around the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned results for 1 patient sample tested for crej2 creatinine jaffé gen.2 (crej2), ureal urea/bun (ureal) and potassium on a cobas 6000 c (501) module. Based on the data provided, the crej2 and potassium results were discrepant. The initial creaj2 result was 5.5 mg/dl and the initial potassium result was 6.1 mmol/l from the c501 module. These results were reported outside of the laboratory. The patient was transported to a different hospital for confirmation testing. A new sample was obtained and tested by the siemens method with a creaj2 result of 0.7 mg/dl and a potassium result of 4.2 mmol/l. The patient was not treated; the patient was released as they were asymptomatic. On (B)(6) 2019 the original sample was repeated on the c501 module with a creaj2 result of 2.8 mg/dl and a potassium of 5.5 mmol/l. The results from the siemens method were believed to be correct. There were no issues with any other test results for the patient sample. There was no allegation that an adverse event occurred. The creaj2 reagent lot number was 385803. The expiration date was not provided. The potassium lot number and expiration date were not provided.